Event description:
After sternum closed, tip of tungsten carbide chipped while cutting sternal wire. Particles were retrieved from the surface of the patient's closed sternum. Item removed sent for inspection/repair and ultimately removed from service. No reported patient harm.